Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 270 mg/dl compared to readings of 138 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Unable to scan sensor after de-casing. An extended investigation was conducted. The returned sensor was unable to be scanned after de-casing. Visual inspection was performed using a digital microscope on the returned puck. Cracks were observed under the asic (application specific integrate circuit), indicating the printed circuit board assembly (pcba) sustained damage. The data in the initial scan investigation was reviewed. The puck was observed to be in sensor state 8 (indicating error termination). The device was brought to the bench for testing. Attempts to scan the returned sensor with an evaluation module (evm) resulted with inventory command failed error messages, indicating the sensor's asic was unresponsive. Communication with the evm is required to conduct a source meter unit (smu) test to check the accuracy of the puck's readings as well as perform poise voltage and temperature testing. Thus, the tests were unable to be conducted. It was determined that cracks under the asic occurred during de-casing in previous phase and are the reason for the returned sensor being unable to scan. Ultimately, these cracks would prevent the nfc and ble (bluetooth low energy) functions of the sensor from working as intended. The damage cannot be reversed, therefore, the returned sensor is unable to be tested. Therefore, this issue is unable to be tested due to the returned sensor being too damaged to communicate with the evm. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.